Event description:
Procedure: sigmoid resection. According to the reporter: five reloads caused bleeding after firing. Staples did not form properly. The surgeon over-sewed the entire staple line. Surgery time was delayed by more than 30 minutes. Bleeding was reported, but no transfusion was required.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.